Event description:
A 24mm x 14mm diameter x 16.5cm aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had a history of significant lung disease. There was moderate to excessive vessel tortuosity and little to no calcification. The right iliac artery measured 10mm in diameter. It is reported that the pt underwent epidural anesthesia and was prepped and draped in the usual manner. The right and left femoral arteries were accessed without difficulty. An arteriogram was performed which showed the tortuosity of the vessels. The delivery system was passed through a sheath on the right side, positioned and "unfuried" into position. An arteriogram was performed and the device was repositioned below the renal arteries. The device was opened further and a second arteriogram showed it to be in the proper location just below the renal vessels. The device was then completely deployed. It is reported that there was difficulty in further unseating the device after the stent graft had been deployed; therefore, the physician attempted to cannulate the left limb of the stent graft and in doing so, a guidewire was seen to pass out of the renal artery on the right side. The pt complained of back pain but remained hemodynamically stable. The pt's pain could not be controlled; therefore, the pt was converted to general anesthesia. The physician was unable to gain access to the left gate of the bifurcated stent graft with a guidewire and catheter due to "strangulation", and he was unable to support the device to further "unfurl" the stent graft. It is reported that there was tension when pulling back the runners of the delivery system. The physician placed traction on the device to try to release the runners and consequently caused the stent graft to be pulled down into the aneurysm sac. The aneurysm was no longer excluded; therefore, two aortic cuffs were placed proximally without difficulty. Following the successful placement of the aortic cuffs, the physician was able to cannulate the left gate and the iliac limb extension was deployed without difficulty. The post deployment angiogram showed the aneurysm to be excluded with no endoleaks. The bifurcated stent graft at the aorta and both the iliac stent graft limbs were balloon angioplastied without difficulty. Retrograde catheter injections prior to removing the sheath showed that there was no evidence of dissection. The catheters were removed and the arteriotomies were closed in the usual fashion. The pt was taken to the recovery room and extubated. It is reported that the pt is fine. No additional clinical sequelae were reported for this event.